Event description:
It was reported that right ventricular lead exhibited undersensing and over pacing, it is suspected that this led to a ventricular tachycardia to develop. The arrhythmia resolved after the device delivered appropriate therapy. Reprograming of the device was discussed. This lead remains in service. No further adverse patient effects were reported.